Event description:
No additional information.

Manufacturer narrative:
Investigation results: bd was not able to confirm the customer¿s indicated failure mode since no photo nor sample was provided to perform a proper investigation. An investigation on the actual device would be necessary to confirm the reported failure mode. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. No related quality issues or deviations were found during the manufacture of the subassembly batch.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd q-syte ext set, luer-lok 6 in micro bore - leakage. The patient, who was diagnosed with premature infant disease, was administered a needle-free closed infusion connector device with a septum membrane manufactured by becton dickinson on (B)(6) 2025. During the normal infusion process, there was leakage at the connector site, and the PICC line exhibited significant backflow. Immediately, a 10-milliliter syringe was used to flush the catheter. However, the syringe tip could not be inserted into the becton dickinson brand's needle-free closed-system infusion connector with a septum. Upon inspection, it was found that the connector could not spring back, indicating potential damage or malfunction. Upon learning of this, the doctor or nurse took measures such as replacing the septum.